Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon.

Event description:
The customer reported that during a patient procedure, using a glidescope core 15-inch monitor, the image would freeze. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
A replacement glidescope core 15-inch monitor was sent to the customer and the reported monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned monitor but was unable to confirm the reported freezing issue. When connecting the customer's monitor to known, good, test equipment, the monitor produced a normal video image. The verathon technical service representative disconnected and reconnected a test bronchoscope and test quick connect cable from both port a and port b on the monitor up to fifteen (15) times from each port; the video image continued to produce a normal image. The camera image quality test was performed and passed for the glidescope core 15-inch monitor. Upon completion of the evaluation the glidescope core 15-inch monitor was sent to verathon ulc office located in burnaby, ca for further investigation. If any new information becomes available for the following device a supplemental report will be submitted in accordance with 21 cfr 803.56. Verathon will continue to monitor for trends.